Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to video connector was corroded. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. There was an additional finding of the scope socket was corroded and its lock did not work. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the visera elite video system center had switch failure. The event occurred during preparation for use in a laryngoscopy examination. The patient was not under anesthesia, and the procedure was completed with the same device. There was no patient harm associated with the event.